Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin result for one patient sample. The following data was provided: on (B)(6) 2023, sid (B)(6). Initial troponin result ran at 15:15 pm on (B)(6) = 65.02 ng/l. 2nd sample troponin result ran at 16:23 pm on another analyzer = < 4.00 ng/l; repeated this sample on (B)(6) = < 4.00 ng/l. 3rd sample troponin result ran at 18:01 on (B)(6) = < 4.00 ng/l. Reran the initial sample on the other analyzer = < 4.00 ng/l. Reran the initial sample on (B)(6) again = < 4.00 ng/l. Repeat the initial sample on (B)(6) for a third time at 19:30pm = 25.96 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin result for one patient sample. The following data was provided: on 12nov2023, sid (B)(6). Initial troponin result ran at 15:15 pm on ai23504 = 65.02 ng/l. 2nd sample troponin result ran at 16:23 pm on another analyzer = < 4.00 ng/l; repeated this sample on ai23504 = < 4.00 ng/l. 3rd sample troponin result ran at 18:01 on ai23504 = < 4.00 ng/l. Reran the initial sample on the other analyzer = < 4.00 ng/l. Reran the initial sample on ai23504 again = < 4.00 ng/l. Repeat the initial sample on ai23504 for a third time at 19:30pm = 25.96 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. There is not an increase in complaint activity. The ticket trending review did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot 54080ud00 and complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data from customers in the field. The review shows that the median patient results for the lot(s) reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 54080ud00.